Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the evis exera iii video system center had no image and no video signal going to the monitor. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the evis exera iii video system center had no image and no video signal going to the monitor. Troubleshooting efforts were made and the customer was instructed to locate the serial digital interface cable and connect it to the serial digital interface (sdi) in port on the back of the monitor. After doing so the confirmed that an image appeared. For the salve monitor, it was advised that cable should be connected to the serial digital interface out port on the primary monitor and then to the serial digital interface in port on the secondary monitor to daisy chain the monitor. Customer confirmed that they were now getting image on both monitors. Additionally, the customer mentioned that the image was not taking the full screen. It was advised to adjust the picture in picture (pip) setting on the monitor. After making this adjustment, customer confirmed image was good, and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.